Manufacturer narrative:
No crack was noted on the pump case. The pump had a scratched case and pillowing keypad overlay. The pump also had flashing white lcd due to cracked lcd controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they fell and cracked the pump casing. The product was returned for analysis.